Event description:
On (B)(6) 2012, it was reported that the buttons on the pt's information device were not functioning. The batteries were changed, but the buttons still would not function. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.